Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and the patient was administered topical antibiotics on (B)(6) 2018; however the issue could not be resolved. On (B)(6) 2018 the patient underwent skin revision and an abutment change. The patient was subsequently treated with topical antibiotics.